Event description:
There was an adverse event that took place during an endoscopic procedure with cryotherapy for the treatment of radiation proctitis 2004. Pt experienced a cardiac event and following resuscitation was transferred to the medical intensive care unit. At the time of transfer pt was unresponsive (2 degrees to a prolonged anoxic period) but was maintaining an adequate blood pressure and the cardiac monitor displayed a nsr. Exploratory laparotomy performed the next day for eval of free air noted on an abdominal CT scan that was done the previous day. There was no evidence of injury or perforation throughout the gi tract. At this time, dr does not feel that cryotherapy was the cause of this pt's demise.